Event description:
It was reported that the image quality on the 9900 system is poor. It was noted that the image was ok at start and it progressively got worse. It was also noted that as dose rates were being checked the high voltage tank began to pop loudly and image went to nothing. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the high voltage tank and power cap module. The system was tested and found to be working as intended and placed back into service.